Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the male luer on the extension set broke while in use on a patient. No patient harm reported.

Event description:
The customer reported the extension set is placed onto a sterile field and when the set is connected to an unknown mating product that is connected to the patient, the male spin collar breaks apart and on occasion the male luer tip breaks off. There was no report of patient harm.

Event description:
The customer reported the extension set is placed onto a sterile field and when the set is connected to the mating product, the male spin collar breaks apart and on occasion the male luer tip breaks off. No patient harm reported.